Event description:
Frequency: frequency: infuse 70gm (700ml) intravenously daily for 2 consecutive days every 6-8 weeks. Patient reported that their pump (serial number and expiration date not provided) is not working correctly. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was not reported. Device is available for return. Pharmacy is replacing device. No additional information available. Reported to (B)(6) by: patient/caregiver.